Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The analyzer alarm trace contained several intermittent ise noise alarms. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results for one patient sample on a cobas 8000 cobas ise module (double). The initial result was 121 mmol/l and when repeated the result was 141 mmol/l.

Manufacturer narrative:
The field service engineer replaced the vacuum and sipper nozzles, performed ise checks, and ran calibration and qc that were all acceptable. The investigation did not identify the specific cause of the event, but found the issue was resolved after the service actions.